Event description:
It was reported that one large volume infusor device was observed leaking. According to the report, the customer stated that the patient did not receive all of the treatment and a change of the device was necessary to complete the therapy. There was no patient injury or adverse event in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.